Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that they received a button error alarm and was unable to be cleared. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.